Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) due to a suspected dislodgment. Subsequently, the lv lead was electrically abandoned by programming the device to right ventricular (rv) only. At this time, the lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.